Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 4.0 x 18. Medications: aspirin, study drug - clopidogrel or placebo. There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use (IFU) as a potential known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the 3.0 x 18mm xience v stent was implanted via direct stenting to treat in-stent restenosis, it should be noted that the xience v IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel/lesion to be treated. In addition, the xience v IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU cautions that: the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. In this case, the reported IFU deviations do not appear to have directly caused or contributed to the reported patient effect that occurred after the index procedure.

Event description:
It was reported that approximately seventeen months post direct stenting procedure in the saphenous vein graft with one xience v 4.0 x 18 stent and in the distal right coronary artery (drca) with one 3.0 x 18 xience v stent to treat restenosis of a prior unknown type stent, the patient underwent a routine angiogram which showed in-stent restenosis in the drca. The patient was hospitalized and underwent percutaneous coronary revascularization in the drca index target lesion. The patient's condition resolved on (B)(6) 2011 and the patient was discharged one day after the procedure. There was no adverse patient sequela reported. Though requested, there was no additional information provided.